Event description:
The cordless driver 2 was sent for service and during analysis it was noted that the device would oscillate while in reverse mode during testing at the MFR. There was no pt involvement or adverse consequences associated with the event. This event is being remediated for running in the wrong mode.